Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a white residue inside the air/water channels and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. Further, it was presumed that the leakage occurred between scope connector and plug unit. Reprocessing was not conducted properly due to leakage. Subsequently, the material was not possibly eliminated. However, the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use in: operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanisms. Reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ leakage testing of the endoscope_ perform the leakage test. Caution: if you identify a leak during leakage testing, remove the endoscope from the water with both the venting connector and the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.